Event description:
One endeavor spring rx drug-eluting stent was implanted to the mid lad. Two endeavor sprint rx drug-eluting stents were implanted to the mid lcx, overlapping (MFR report# 2953200-2009-00757 and 2953200-2009-0758). It is reported that an acute stemi occurred on the same day as stent implant. It is unknown if the target lesion was involved. Location of infarction was non-determinable. Investigator assessed the event as a non- q-wave mi. Patient had raised ck post pci procedure. ECG showed no acute changes. Patient was asymptomatic / free of symptoms at 30 day follow up. It is reported that a ptca revascularization of the mid rca was carried out approximately 7 weeks following index procedure. One stent from another manufacturer was implanted. Investigator indicated that event was not related to the study stent.

Manufacturer narrative:
Evaluation: results: myocardial infarction. Secondary intervention, revascularization.